Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2015, the patient experienced a significant pneumoperitoneum and approximately one and a half months prior to the receipt of this report (approximately (B)(6) 2016), the patient experienced a recurrent pneumoperitoneum. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a significant pneumoperitoneum while performing peritoneal dialysis therapy. The pneumoperitoneum was manifested by abdominal distention. The cause of the pneumoperitoneum was unknown. Treatment for the event was removal of the air by peritoneal dialysis exchanges and use of the trendelenburg position with no further information provided. It was not reported if peritoneal dialysis therapy was ongoing at the time of the reported event. It was not reported if the patient was recovering or was recovered from the event. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available

Manufacturer narrative:
(B)(4). The patient¿s age was reported to be (B)(6). The cause of the pneumoperitoneum events was ¿presumed to be faulty priming¿ due to the patient did not unclamp the patient line during prime for multiple treatments resulting in accumulation of air in the peritoneum. It was reported that the patient¿s symptoms resolved after draining the air. At the time of this report, the patient was reported to be ¿fine.¿ as the device was not returned and the serial number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.